Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave 31 mm - us catheter was selected for use. Prior to insertion to the patient, a flush line with fluid flow was hooked up to the catheter, and upon hooking up to the catheter, the fluid exited the flush lumen at the distal part of the catheter. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.